Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately five to six months before explant. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5101276/5101280.

Event description:
It was reported that patient was not receiving adequate stimulation despite multiple reprogramming. The patient underwent an explant procedure. All device components were removed and disposed by the facility.